Event description:
It was reported the carrier tip in the extension kit snapped when it encountered tough cervical fascia. A new extension kit was opened and operated correctly. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is complete.